Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that upon scanning the adc device, they obtained an "incompatible reader" message. Please note that the customer indicated attempting to scan the freestyle libre 2 sensor using a freestyle libre 14 day reader, however these devices are indicated to not be used together. The customer did not have symptoms but had contact with a healthcare professional and received unspecified treatment. No additional information could be obtained. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided for the sensor or reader. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. A tripped trend review was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that upon scanning the adc device, they obtained an "incompatible reader" message. Please note that the customer indicated attempting to scan the freestyle libre 2 sensor using a freestyle libre 14 day reader, however these devices are indicated to not be used together. The customer did not have symptoms but had contact with a healthcare professional and received unspecified treatment. No additional information could be obtained. There was no report of death or permanent injury associated with this event.